Manufacturer narrative:
This report was originally filed by a user facility under medwatch MDR report (B)(4). As a result, further details of the event are not available to the manufacture. The manufacturer became aware of this event via review of reported incidents on the maude database.

Event description:
User facility reported a broken latch on their statspin express 4 centrifuge which did not prevent the lid from opening while spinning of samples.